Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient presented with following pre-op diagnoses: l3-4 spondylosis. For which, patient underwent following procedures: transforaminal interbody fusion/laminectomy and pedicle screw instrumentation l3-4. Per op notes, the annulus of l3-4 disk was incised. Once the endplates were decorticated, a 7-mm peek cage was filled with bmp soaked collagen sponges and tapped into place. Bmp soaked collagen sponges were placed on the transverse membrane and local bone graft placed on top of the bmp soaked sponges. Patient tolerated the procedure well without any intraoperative complications. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.